Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: while cleaning the inner cannula of trocar with a sponge and fine tipped forcep, the clear plastic ring separated from the reducer head of the trocar due to the size of the trocar. Current pt status: fine. No blood loss. No delay in operating room time. Applied another device.

Manufacturer narrative:
(B)(4).